Event description:
Patient presented with high impedance during a generator replacement due to normal battery depletion. The surgeon tried re-inserting the pin into the new generator multiple times and high impedance was still noticed. The representative did not have a test resistor to test the new generator. Only the generator was replaced during the surgery which was noted to have been discarded. The patient has since been scheduled for a lead revision and the physician believes the high impedance is due to a lead break since it is being seen on an older lead. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient had their device disabled for about a year due to high impedance.